Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that internal energy was too high error occurred, causing the laser to intermittently stop in right eye during refractive surgery. No significant findings were observed during the initial postoperative examination

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Clarification about the reported event was requested but could not be provided. Currently it is unclear, whether an eye tracker issue or energy issue occurred. According to new information during an photorefractive keratectomy treatment the error message "internal energy is too high" was shown and the treatment was stopped. The treatment was then finished afterwards. No significant findings were observed during the initial postoperative examination. Within the connected service case logfiles were reviewed and no errors regarding the energy or eye tracker were identified. Also, no aborted treatments could be identified, and the eye tracker was turned on for all one hundred and fifteen performed treatments within the time period. Therefore, the reported event could not be confirmed within the logfiles. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit history from field service engineer. Field service engineer performed and signed service installation record. The device meets specifications as per service installation record. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).